Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and impedance calibration without duplicating the customer's report. It is recommended to replace the analog board as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during bbiomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.